Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis (dka). The patients blood glucose levels (bg) reached over 700 mg/dl. The patient reported the symptoms they were dka hyperglycemia, vomiting. The patient was treated with IV fluids and insulin. The patient also reported that the hospital went through four different pods for the patient. The patient removed the pod while they were in the the hospital. The patient was discharged 24 hours later on (B)(6) 2022.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.